Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue. However, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 419 mg/dl. The cause of the high bg was not known; however, the customer thought it may have been related to the pump supplies. The customer changed all of the supplies and administered insulin injections to address the bg level. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.